Event description:
The hospital has reported to the sales rep that the targeting arm is loose in the medial part. This was discovered during surgery and the surgeon proceeded with the operation by using the target device.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.